Event description:
The reporter stated that during a surgical procedure, the drilling guide broke and a piece of metal broke off. The surgeon used one of the four other drilling guides in the instrument set to finish the procedure. There was no adverse outcome for the pt. The product is available for return for eval.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.